Event description:
It was reported that lift is no longer charging. Customer unsure how long lift has been on charge and believes it was overnight but can't confirm. Customer informed they changed the battery and unit was working but now is not. Caller informed they noticed issue when they were about to lift patient out of bed.

Manufacturer narrative:
It was reported that lift is no longer charging. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available, this report will be reopened and reevaluated. This Medical Device Report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 CFR Part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.